Event description:
It was further reported that the target lesion was located in a moderately calcified artery, the balloon ruptured on the first inflation and the balloon was removed intact from the patient.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous mid left anterior descending artery. Two non-bsc devices, a guide wire and guide catheter, were inserted. The 15mm x 3.00mm nc quantum apex balloon catheter was selected and advanced to the target lesion. Upon inflation, using a non-bsc inflation device, the balloon ruptured at 15 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).